Manufacturer narrative:
Additional information received on 30 january 2017 and includes: the pieces are not available for further investigations. Device not available.

Manufacturer narrative:
Batch reviews performed on 21 november 2016. (B)(4). On 24 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: revision of cemented tka after 2.5 years in an overweight lady with valgus knees. The preoperative situation was rather challenging and the resulting component position did not allow good biomechanical function. The tibial component got implanted with little posterior slope and got distally in contact with the inner cortex of the tibial metaphysis. The femoral component looks intra-rotated in the pictured patient position. These conditions are beyond the design recommendations, probably because of the challenging case, and therefore the failure should not be ascribed to a defective component. The revision operation seems to be well performed and probably the more invasive device used can help facing the difficult anatomy. Not yet received.

Event description:
Revision surgery due to pain and stiffness. The removed implants will be available for investigation.